Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure was a dhs insertion, the screw had been inserted into the patient as per standard technique. The plate was then attempted to slide over the screw as per technique and would not fit. The screw was replaced with another of the same code, and the plate replaced with another of the same code and the procedure was completed with no further complications. I am unsure of the date of surgery, but the complaint was made known to me on. I have collected the original implants in question and there seems to be a manufacturing defect in the barrel of the. No patient harm and very short delay to the procedure. This report is for one (1) lcp dhs-pl 135° 4ho l92 standbarrel sst. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to jabil healthcare where a visual inspection of the returned device was conducted. The product was returned in an opened non depuy synthes bag. The affected article has slight traces of use on its surface. The laser etch on the part confirms the article/lot number combination in the complaint description. This complaint condition is rated as confirmed as the dimensions of the barrel of the complaint part are not within specification according to the applicable drawing. This can be caused at the broaching step during the manufacturing. A dimensional inspection was performed for the lcp dhs-pl 135° 4ho l92 standbarrel sst and did not met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp dhs-pl 135° 4ho l92 standbarrel sst would contribute to the complained device issue. The root cause is attributed to a manufacturing issue and will be further investigated under a nonconformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6: a device history record (DHR) review was conducted: part: 02.224.224s. Lot: 190p253. Manufacturing site: grenchen. Release to warehouse date: 22 june 2021. Expiry date: 01 june 2031. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.